Manufacturer narrative:
(B)(4).

Event description:
Procedure: laminectomy. According to the reporter: 3 weeks post op patient had ssi and superficial dehiscence. (B)(4) refer to the same ftr.there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Infection was treated with a topical antibiotic. The product is not available for return.

Manufacturer narrative:
(B)(4). Retain samples: no lot number was supplied. Device history file review: no lot number to trace. Review of similar devices: no relevant observation noted. Investigation: all lot numbers produced thus far were collated and a trace was conducted to ascertain the adhesive lot numbers that were used in the product. Investigation of original test results for these adhesive lots showed all batches performed to specification with no abnormalities. Root cause: inconclusive, no fault found with product. Corrective action: no corrective action is planned at this stage.